Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the pre-implant balloon aortic valvuloplasty (bav), the patient was rapidly paced at a rate of 180 beats per minute (bpm). After pacing, ventricular fibrillation (vf) was reported. Direct current was applied. Sinus rhythm returned. No further treatment was performed. It was the physician's opinion was that r on t might be the root cause for vf. The valve was able to be implanted successfully. The patient's post-operative course was good. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.